Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis was in emergency room on (B)(6) 2020. Customer¿s blood glucose level was 487 mg/dl at the time of hospitalization. Customer was treated with fluids or intravenous insulin drip for high blood glucose level. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.